Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The valve remains implanted in the patient. In this case, the cause of the stenosis at 5 years and 7 months post implant is unknown; however, it may be due to the patients pre-existing valvular disease process, and/or the mechanisms described above. In addition, the reported moderate pvl may be due to patient factors (calcium at the non-coronary cusp). There was no allegation or indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 7 months post implant of a 23mm sapien xt valve, the patient presented with acute heart failure and cardiomyopathy. A decision was made to implant a 23mm sapien 3 ultra valve. As reported, the patient has known moderate paravalvular leak (pvl) and as per recent catherization severe aortic stenosis. During the valve in valve procedure, severe pvl at the non-coronary, left coronary and right coronary cusp behind the initial valve was noted. A non-edwards 22mm balloon valvuloplasty (bav) catheter was used to dilate the original 23 xt valve, and at nominal volume a sapien 3 ultra valve was implanted inside the xt valve. The patient¿s catherization gradients decreased from 64mmhg to 0mmhg. The patient was left with moderate pvl at the one location near the non-coronary cusp where there was calcium was present. The two large pvl jets were resolved and the pvl that was left was acceptable. The stenosis was resolved.